Event description:
On (B)(6) 2013 customer states via phone that during a stent procedure on a (B)(6) male pt the staff lost fluoro. Physician cancelled the stent placement. No reported injuries.

Manufacturer narrative:
Covidien field service engineer (fse) investigated a report of the system locking up and found system was still trying to save images (customer had left system as it was). Fse closed and reopened pt file and the system quit trying to save the file. Fse verified operation per svc checklist (B)(4) and returned unit to customer for svc.